Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the filter medially, perforation of the inferior vena cava (ivc) up to 10 mm with contact to the aorta, fracture of two posterior struts with one fractured strut protruding through the right psoas muscle, and a free-floating fractured fragment located superiorly and centrally with the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the filter medially, perforation of the inferior vena cava (ivc) up to 10 mm with contact to the aorta, fracture of two posterior struts with one fractured strut protruding through the right psoas muscle, and a free-floating fractured fragment located superiorly and centrally with the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture and separation are potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b5: the following additional information received per the medical records indicate that the patient¿s own medical history included significant and chronic pain requiring narcotics, atypical chest pain, leg cramps, recurrent deep vein thrombosis (dvt) while being treated with chronic coumadin prophylaxis, pulmonary embolism, cerebrovascular accident with right-sided hemiparesis, severe systemic lupus erythematous (sle), osteoarthritis, osteopenia, fibromyalgia, septic arthritis of the left knee and right elbow, carpal tunnel syndrome, avascular necrosis of both shoulders and right hip, headaches, hypokalemia with subsequent cardiac arrest, hypomagnesemia, morbid obesity, depression, gastroesophageal reflux disease (gerd), upper gastrointestinal (gi) bleed, and smoking. The patient¿s pre-filter implant surgical history included a partial hysterectomy, oophorectomy, tonsillectomy, and multiple procedures involving both legs and shoulders, back and pelvis. The patient is further noted to have suffered contractures of the left knee after total knee arthroplasty due to inadequate rehabilitation and recurrent episodes of avascular necrosis of the right hip. The patient underwent placement of a trapease vena cava filter via the right common femoral vein in an infrarenal location. The patient tolerated the procedure well. Approximately six days post implantation, the patient underwent left knee arthrodesis to remove the prosthesis and prolonged administration of vancomycin. Approximately two months post implantation, the patient admitted for revision of the left knee with antibiotic spacer removal and arthrodesis. The post-operative course was complicated by further infection of the surgical site. Four months later, the patient presented with low back pain. A magnetic resonance imaging (MRI) scan revealed moderate to severe bilateral foraminal stenosis at l4-l5. A year later, an echocardiogram was performed for an abnormal electrocardiogram, obesity and chest pain. It was also noted that the patient had ongoing problems associated with chronic anxiety and depression. The patient also has sleep apnea requiring the use of continuous positive airway pressure and chronic lower extremity edema. The patient¿s pcp also noted a history of gastrointestinal bleed along with ongoing issues with urinary incontinence and proteinuria. Eight months later, the patient presented with right middle lobe pneumonia and sinusitis which was treated with suprax and ciprofloxacin. Fifteen days later, the patient presented to the emergency room with bilateral lower extremity dvt and was treated with lovenox and coumadin. An x-ray revealed the trapease filter with its¿ superior aspect at the level of l2 with bilateral total hip prostheses in place. Three months later, the patient¿s pcp noted elevated chromium/cobalt levels associated with a previous knee surgery. The patient was noted to have had multiple revisions of this joint with a subsequent removal of the hardware. The patient was treated with internal fixation from pelvis to ankle with great pain chronically. Six days later, the patient underwent a lower extremity venous doppler exam for pain and swelling in limb that revealed partially-occlusive chronic thrombosis of the right femoral and popliteal veins and left popliteal vein. Five months later, the patient had an ulcerated area in the wound of the surgical hip replacement incision. Five months after, the patient developed an upper respiratory infection and was treated with antibiotics. Three months later, the patient was noted to have chronic interstitial cystitis with hematuria and forminotransferase deficiency. Thirteen days later, the patient was noted to be on ongoing coumadin for a clot to the left arm. Four months later, the patient underwent colonoscopy for a positive occult blood specimen. This study revealed polyps in the transverse and ascending colon and healed ulcerations in the descending and sigmoid colon. One year later, the patient presented with nausea, vomiting, diarrhea and upper abdominal pain. An abdominal/pelvic CT scan revealed a ¿somewhat metallic appearing density¿ in a distal small bowel loop within the pelvis suggestive of micro-perforation and without intraperitoneal air. The study also noted a non-specific small bowel pattern related to either ileus or enteritis and possible degree of functional obstruction near the area of micro-perforation. The CT scan revealed bilateral renal and splenic cysts and a hiatal hernia. Eight months after, an abdominal/pelvic CT scan revealed that the trapease filter was at the level of l2-l3 with the superior end of the filter tilted medially without contact with the ivc wall. All struts of the filter were perforating the ivc up to 10mm. One medial strut was perforating the ivc with contact with the aorta. Two anterior struts were perforating the ivc with contact with the small bowel. Two posterior struts were fractured with one of these fragments protruding through the ivc with contact with the right psoas muscle. There was a free-floating fragment located superiorly and centrally within the ivc filter. No thrombus or hemorrhage was seen. According to the plaintiff profile form, approximately on or about six years and two months post implantation of the ivc filter the patient became aware of the alleged events and the patient reports perforation of the filter strut(s) outside of the ivc with all struts perforating it by up to 5mm and with one strut that was in contact in the small bowel. The filter is noted to have tilted and was unable to be retrieved. There is no record of an attempted filter retrieval. In addition, the patient reported to have an abnormal electrocardiogram with a right bundle branch block. The patient states to feel a sensation in the abdomen that was described as sharp, needle-like pains and that this pain is worsened by bending over. The patient further reported leg swelling, pain and weakness all the time. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Medical history includes significant and chronic pain requiring narcotics, atypical chest pain, leg cramps, recurrent deep vein thrombosis (dvt) with chronic coumadin prophylaxis, pulmonary embolism, cerebrovascular accident with right-sided hemiparesis, severe systemic lupus erythematous (sle), osteoarthritis, osteopenia, fibromyalgia, septic arthritis of the left knee and right elbow, carpal tunnel syndrome, avascular necrosis of both shoulders and right hip, headaches, hypokalemia with subsequent cardiac arrest, hypomagnesemia, morbid obesity, depression, gastroesophageal reflux disease (gerd), upper gastrointestinal (gi) bleed, and smoking. Surgical history included a partial hysterectomy, oophorectomy, tonsillectomy, and multiple procedures involving both legs and shoulders, back and pelvis, with contractures of the left knee and avascular necrosis of the right hip. The filter was deployed in an infrarenal location. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the filter medially, perforation of the inferior vena cava (ivc) up to 10 mm with contact to the aorta, fracture of two posterior struts with one fractured strut protruding through the right psoas muscle, and a free-floating fractured fragment located superiorly and centrally with the ivc filter. Approximately six days post implantation, the patient underwent left knee arthrodesis to remove the prosthesis and prolonged administration of vancomycin. Approximately two months post implantation, the patient admitted for revision of the left knee with antibiotic spacer removal and arthrodesis. The post-operative course was complicated by further infection of the surgical site. Four months later, the patient presented with low back pain. A magnetic resonance imaging (MRI) scan revealed moderate to severe bilateral foraminal stenosis at l4-l5. A year later, an echocardiogram was performed for an abnormal electrocardiogram, obesity and chest pain. It was also noted that the patient had ongoing problems associated with chronic anxiety and depression. The patient also has sleep apnea requiring the use of continuous positive airway pressure and chronic lower extremity edema. The patient¿s pcp also noted a history of gastrointestinal bleed along with ongoing issues with urinary incontinence and proteinuria. Eight months later, the patient presented with right middle lobe pneumonia and sinusitis which was treated with suprax and ciprofloxacin. Fifteen days later, the patient presented to the emergency room with bilateral lower extremity dvt and was treated with lovenox and coumadin. An x-ray revealed the trapease filter with its¿ superior aspect at the level of l2 with bilateral total hip prostheses in place. Three months later, the patient¿s pcp noted elevated chromium/cobalt levels associated with a previous knee surgery. The patient was noted to have had multiple revisions of this joint with a subsequent removal of the hardware. The patient was treated with internal fixation from pelvis to ankle with great pain chronically. Six days later, the patient underwent a lower extremity venous doppler exam for pain and swelling in limb that revealed partially-occlusive chronic thrombosis of the right femoral and popliteal veins and left popliteal vein. Five months later, the patient had an ulcerated area in the wound of the surgical hip replacement incision. Five months after, the patient developed an upper respiratory infection and was treated with antibiotics. Three months later, the patient was noted to have chronic interstitial cystitis with hematuria and formino-transferase deficiency. Thirteen days later, the patient was noted to be on ongoing coumadin for a clot to the left arm. Four months later, the patient underwent colonoscopy for a positive occult blood specimen. This study revealed polyps in the transverse and ascending colon and healed ulcerations in the descending and sigmoid colon. One year later, the patient presented with nausea, vomiting, diarrhea and upper abdominal pain. An abdominal/pelvic CT scan revealed a ¿somewhat metallic appearing density¿ in a distal small bowel loop within the pelvis suggestive of micro-perforation and without intraperitoneal air. The study also noted a non-specific small bowel pattern related to either ileus or enteritis and possible degree of functional obstruction near the area of micro-perforation. The CT scan revealed bilateral renal and splenic cysts and a hiatal hernia. Eight months after, an abdominal/pelvic CT scan revealed that the trapease filter was at the level of l2-l3 with the superior end of the filter tilted medially without contact with the ivc wall. All struts of the filter were perforating the ivc up to 10mm. One medial strut was perforating the ivc with contact with the aorta. Two anterior struts were perforating the ivc with contact with the small bowel. Two posterior struts were fractured with one of these fragments protruding through the ivc with contact with the right psoas muscle. There was a free-floating fragment located superiorly and centrally within the ivc filter. No thrombus or hemorrhage was seen. Per the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside of the ivc with all struts perforating it by up to 5mm and with one strut that was in contact in the small bowel. The filter is noted to have tilted and was unable to be retrieved. There is no record of an attempted filter retrieval. In addition, the patient reported to have an abnormal electrocardiogram with a right bundle branch block. The patient states to feel a sensation in the abdomen that was described as sharp, needle-like pains and that this pain is worsened by bending over. The patient further reported leg swelling, pain and weakness all the time. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, swelling and weakness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.